Manufacturer narrative:
Updated information added to d8, e4, h2, h3, h6 and h11. This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the complaint investigation. Olympus reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use were identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: distal end, cfu: <1 cfu/endoscope, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: 1 cfu/endoscope, bacterial identification: neobacillus sp. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: <1 cfu/endoscope, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: operator channel, cfu: 9 cfu/endoscope, bacterial identification: priestia megaterium, rossellomorea sp. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 2 cfu/endoscope, bacterial identification: filamentous fungi. Sampling date: (B)(6) 2025, sampling from: distal end, cfu: <1 cfu/endoscope, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: <1 cfu/endoscope, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: 1 cfu/endoscope, bacterial identification: micrococci. Sampling date: (B)(6) 2025, sampling from: operator channel, cfu: 2 cfu/endoscope, bacterial identification: peribacillus sp. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 2 cfu/endoscope, bacterial identification: rossellomorea sp. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had debris/soiling in the working channel. Additionally, the device tested positive for an unspecified amount of pseudomonas aeruginosa. The issue was found during a routine culture of the scope with no patient involvement. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause